Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: initial quality assurance inspections confirmed that a piece of cable was jammed within the tensioner. The tensioner was then routed to instrument assembly for further assessment. Functional testing: once the lodged cable was removed, the tensioner passed functional inspection. It was tested three times, in an inline configuration. Dimensional inspection: dimensional analysis was not performed since the device was functioning properly once the lodged cable was removed. Document/specification review: a DHR review was conducted and found that the device met manufacturing specification prior to shipping. Further investigation will not be performed at this time as the risk associated with this occurrence is low for both patient and user. This complaint will be logged for trending purposes. Risk analysis risk analysis based on review of prior occurrence trending and the risk management section of the dhf for this product has concluded that the risk level is below actionable limits and not likely to cause serious injury or death to patient or user. Reference section of the synthes orthopedic cable system instrument. Conclusion: the complaint is confirmed. No definitive root cause was able to be determined. Probable root cause suggests that the cable fragments lodged within the tensioner body caused the cable to become bound up within the assembly during tensioning. However, we were unable to confirm whether the broken cable fragments were from a cable in a prior surgery, or if they occurred during the surgery associated with this complaint. A review of past complaints has determined that from 01/01/2018 to present there have been four confirmed complaints of a cable becoming stuck in this style of synthes tensioner. Based on total depuy synthes units sold from 01 /01 /2018 to present, the rate of this occurrence is 0.002%. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history part # 391.201, synthes lot # p049357, supplier lot # p049357, release to warehouse date: 08 oct 2009, supplier: (B)(4), no ncr's were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee . The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that a cable has got jammed in the barrel of tensioner rendering it unusable. This is report 1 of 2 for (B)(4).